Manufacturer narrative:
The device remains in-situ and is not available for evaluation. Patient information and device identifiers were requested, but not provided. A supplemental report will be submitted if new information is received. Choroidal effusion is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. The surgeon reported a choroidal effusion which occurred between the hydrus microstent implantation and the cataract surgery portion of the procedure. The surgeon "does not believe it was due to the hydrus insertion." Additional information has been requested but no further details have been provided.